Event description:
It is reported that the articular surface was revised due to pain.

Manufacturer narrative:
Evaluation summary: primary operative notes state that with trial components, excellent stability, good tracking and full extension was achieved. Undated ap view x-ray provided shows uneven gap spacing with less space between components medially. A picture provided of the component medially. A picture provided of the component is not of close enough detail to determine condition of the explanted item. Review of compatibility of the implanted components found that an undersized articular surface and tibial component were implanted with the femoral component should be used with at least a size 1/2 articular surface and size 1 tibial baseplate. Revision notes were not provided, but the provided label usage shows that another articular surface of the same size was re-implanted. Root cause for the patient's pain could be due to use of incompatible sizing of components; however, this cannot be definitively determined. It is not suspected that the product failed to meet specifications.